Event description:
It was reported, the colonovideoscope had an e315 scope error. This issue occurred during preparation for use of a diagnostic colon examination procedure. The procedure was completed with a similar device. There was no use of implant devices. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value; scope connector was dirty due to water leakage, universal cord was sticky; objective lens had discoloration, air water cylinder had corrosion, due to dirt on objective lens, there was a lack of image on the monitor, and the following were scratched: universal cord, suction connector, grip, scope cover, right left knob, flexibility adjustment ring, suction cylinder, plastic distal end cover, switch box, control unit, scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e315 error was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection are shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instructions manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ''troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4 ''returning the endoscope for repair''. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3 ''preparation and inspection'', do not use the endoscope and solve the problem as described in section 5.2, ''troubleshooting guide''. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ''withdrawal of the endoscope with an irregularity''. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.